Event description:
It was reported that the patient presented for a routine follow-up. Fracture was discovered on the right ventricular lead. The lead was capped and replaced during a device upgrade procedure. The patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.